Event description:
A report was received that a patient went into asystole during permanent implant (not device related). The physician believes the anesthesia caused the patient's heart to stop since there were no other complications and the patient had no pre-existing heart conditions. The patient's cardiac rhythm was restored via CPR and defibrillation. The patient is reportedly doing well and has been released from the hospital.